Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental MDR will be submitted upon completion of the manufacturing plant evaluation.

Event description:
A peritoneal dialysis (pd) patient called technical support reporting that she had encountered an air detected in cassette message while in fill 2 of 4 during the pd treatment. The patient had stopped the treatment and when disconnecting the supplies, she noticed a fluid leak in the cycler door compartment. Technical support advised the patient to follow up with the pd nurse regarding this incident. Upon follow up with the patient, it was determined that the patient had not experienced any adverse events as a result of this incident. The pd nurse was notified but no antibiotics were prescribed as prophylactic and a effluent culture test was not performed. The cassette/tubing set in question was discarded.